Manufacturer narrative:
The customer service engineer (cse) performed a total service call. No issues were identified. The technical application specialist (tas) ran precision tests using the controls and the negative patient pool sample. The results were acceptable. The tas has determined that the advia centaur hbsag assay is meeting claims. The tas cannot rule out preanalytical issues with the specimen. The cause for the discordant advia centaur (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained for two samples from the same patient. A third sample was obtained and tested. The result was initial (B)(6). The patient sample was repeated in duplicate and the results were repeat (B)(6). The sample was tested on the (B)(6) confirmatory (conf) assay and the interpretation was redilute. The sample was diluted and tested. The interpretation was confirmed. The patient sample result was reported as (B)(6). The initial (B)(6) results were questioned by the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00196 on december 22, 2015. 12/18/2015 additional information: the customer service engineer (cse) performed an audit of the instrument. The cse replaced the 2 and 3 way valves for resuspend lines due to fluid dispensing from both ports during water delivery. The cse decontaminated the instrument and verified all the instrument alignments. The acid pump was replaced. All the system diagnostics were run and the instrument performance was verified. No conclusion can be drawn. The customer is no longer operating the instrument and has moved to another vendor. The instrument and the (B)(4) assay are performing according to claims. The cause for the discordant advia centaur (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. 12/30/2015 correction: the customer provided an update to the lot number that was used for sid (B)(6). The lot number that was used at the time of testing was lot 186. Expiration date: 08/04/2016. Date of manufacture: 08/04/2015. (B)(4).